Event description:
It was reported that the customer experienced a low blood glucose (bg) level; bg level was not provided. Cause of low bg was not provided. Reportedly, emergency medical technicians (emts) were called. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.